Manufacturer narrative:
B4. Date of this report 16 may 2025. G3. Date received by the manufacturer? 16 may 2025. H6. Type of investigation updated to 4119. H6. Health effect - clinical code updated to 4580. H6. Health effect -impact code updated to 4648.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor removal was not possible during the first attempt.cutomer care made several attempts to gather additional information regarding the incident but no response from the user or hcp.as per dms, it shows the user is actively using the system.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where hcp was unable to remove the sensor on the first attempt made.cutomer care made several attempts to gather additional information regarding the incident but no response from the user or hcp.as per dms, it shows the user is actively using the system.